Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hematomas are related to the v.a.c.® therapy system. There have been several attempts made to gather additional information, but there has been no response. The size of the hematomas and what medical or surgical intervention required is unknown. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. [(B)(4)].

Event description:
On 22 aug 2018, the following information was received by kci after a review of journal article, wihbey, kristina et al."prophylactic negative pressure wound therapy and wound complication after cesarean delivery in women with class ii or iii obesity" obstetrics & gynecology. 2018 aug;132(2):337-384. Doi: 10.1 1097/aog.0000000000002744: per table 3. 'Occurrence of postoperative complications' noted 2 hematomas occurred in the negative pressure wound therapy dressing group. No additional information is available. The unit types or serial numbers were not provided, therefore kci cannot conduct a device evaluation of the units. Kci has not been able to obtain sufficient information. No additional information is available.